Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Evaluated 3 open/used reservoirs only (transfer guard not returned). Using a new lab transfer guard ; performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4.) Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose level and thinks there was a problem with the reservoirs. Blood glucose level at the time of the incident was 23 mmol/l and has been treating with the insulin pump. Blood glucose level dropped to 3.1 mmol/l the following morning and 7 mmol/l at the time of the call. It was reported that there were air bubbles inside the reservoir. Troubleshooting was completed and advised the customer to use the correct size of reservoir. The reservoir was replaced and will be returned for analysis.